Manufacturer narrative:
This report is being filed to correct the following fields from the previous submitted report: b5: describe event or problem and h6: device codes. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow up, noise was observed on this right ventricular (rv) lead. The noise could be reproduced and oversensing occurred; however, no pacing inhibition was noted. A lead fracture was suspected but was not confirmed. However, this lead and the associated cardiac resynchronization therapy device (crtd) were abandoned in the patient. A subcutaneous implantable cardioverter defibrillator (sicd) was implanted without further incident. No additional adverse patient effects were reported. Additional information was received that surgical intervention was undertaken. This rv lead was explanted along with the rest of the crt-d system. The patient did not require pacing and had already been implanted with an s-ICD system. No additional adverse patient effects were reported. This lead was damaged during the explant procedure. The lead was discarded following explant and will not be returned.

Event description:
It was reported that during a routine follow up, noise was observed on this right ventricular (rv) lead. The noise could be reproduced and oversensing occurred; however, no pacing inhibition was noted. A lead fracture was suspected but was not confirmed. However, this lead and the associated cardiac resynchronization therapy device (crtd) were abandoned in the patient. A subcutaneous implantable cardioverter defibrillator (sicd) was implanted without further incident. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow up, noise was observed on this right ventricular (rv) lead. The noise could be reproduced and oversensing occurred; however, no pacing inhibition was noted. A lead fracture was suspected but was not confirmed. However, this lead and the associated cardiac resynchronization therapy device (crtd) were abandoned in the patient. A subcutaneous implantable cardioverter defibrillator (sicd) was implanted without further incident. No additional adverse patient effects were reported. Additional information was received that surgical intervention was undertaken. This rv lead was explanted along with the rest of the crt-d system. The patient did not require pacing and had already been implanted with an s-ICD system. No additional adverse patient effects were reported. The return of the lead was requested. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.